Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard/davol ventralight st w/ echo (device #2). An additional supplemental emdr was submitted to represent the bard/davol ventralight st w/ echo (device #1). Note, the manufacturing date (15-oct-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2014 - patient was diagnosed with multiple incisional hernias and parastomal hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh using echo ps (device #1, #2). Per operative notes, "the defect was seen around the stoma. The defect around the stoma was covering most of the incisional hernias. Ventralight st mesh using echo ps (device #1, #2) was placed and tacked." (B)(6) 2014 - patient was diagnosed with infected mesh and adhesions thereby underwent open repair with the removal of mesh. Per operative notes, "the draining seropurulent fluid was noted. The whole mesh was noted and removed."